Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed inspection of the system. The wash station, aspirate probes, acid and base dispensing, and the fluidic drawer were checked, which passed. The cse ran quality controls (qc), which were within range. The cse ran a precision study, which passed. The customer stated that the laboratory used direct tube for (B)(6) testing. Tubes for (B)(6) studies and repeat (B)(6) testing were from secondary sample tubes the customer performed calibration on an alternate instrument and repeated all samples on it. The cause of the discordant, (B)(6) results on five patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on five patient samples when the customer was performing an assay validation of combo (B)(6) on an advia centaur xp instrument. The (B)(6) results did not match the (B)(6) results previously obtained for the patients. The discordant (B)(6) results were reported to the physician(s). The customer ran (B)(6) samples on the same instrument, which resulted (B)(6). The (B)(6) samples were repeated on an alternate instrument, resulting (B)(6). The customer could not obtained repeat results for (B)(6) on an alternate instrument for sample ID (B)(6) due to insufficient sample. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.